Event description:
The consumer called into customer care concerned about "...the discrepancy between his blood glucose results this afternoon.." It was reported to nova biomedical that a consumer received a result of 446 mg/dl on her blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips from the same vial getting the following results of 103 mg/dl and 115 mg/dl. During the call to customer support, it was revealed that the consumer used expired control solution on her test strips to determine their integrity and accuracy. The consumer was educated on these directions for use at the time of call.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020215082 expiration date: 03/01/2017 control solution lot # 1030112293 expired 04/2015. Per label copy/package insert-unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.